Event description:
It was reported that technical services (ts) was contacted to review data from a subcutaneous implantable cardioverter defibrillator (s-ICD) after the patient experienced multiple shocks associated with ventricular tachycardia (vt). The smart pass feature was noted to have automatically disabled. The patient was hospitalized due to symptoms including sweating and palpitations. The representative inquired whether post-shock pacing should be enabled to assist with premature ventricular contraction (pvc)s and recurrent vt episodes. Ts discussed this as a potential option and recommended consultation with the treating electrophysiology (ep). Ts reviewed the available data, and there is a combination of low amplitudes and suboptimal conversion effectiveness when programmed to alternate vector. Ts also noted that the smart pass feature was disabled due to low signal amplitudes. Ts recommended to check other sensing vectors. At this time, the electrode remains in service. No additional adverse patient effects were reported.